Event description:
It was reported that during a tips procedure, the physician used the trigger method to deploy the stent but after 2 cm high resistance was felt and the physician could not continue the deployment. The delivery system was removed and another stent was used which deployed successfully.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.